Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd (charged coupled device) objective lens had white foreign matter. A root cause could not be identified. Based on the results of the investigation, blurry image may have occurred due to external stress such as rubbing and bumping of the objective lens. It was also thought that the presence of a foreign object in the objective lens was also the cause. The most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address: b)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blurred image. The issue occurred during reprocessing. There were no reports of patient involvement.